Event description:
It was reported the insulin pump was dropped but was not exposed to moisture. Customer used correct batteries. Battery cap, battery compartment, or spring was not damaged or corroded. The display on the device was not ok. Removed battery for ten minutes cleaned contact, display was ok. The device passed self test. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.